Event description:
It was reported that this patient presented to the hospital complaining of multiple tachy shocks received for sinus tachycardia, resulting in therapy exhaustion. The patient wanted an explanation on why he received the therapy. Technical services (ts) reviewed this case and indicated the ventricular episode was briefly not treated due to a correctly device algorithm criteria. However, muscle noise was then oversensed, resulting in the mentioned tachy shocks. Ts subsequently discussed this device's functionality features and recommended reprogramming options. This implantable cardioverter defibrillator remains in service and no additional adverse patient effects were reported.